Event description:
During routine f/u performed on (B)(6) 2011, the device involved in this MDR report could not be interrogated. However, pacing pulses were delivered at 96 min-1 in doo mode when the magnet was applied, i.e. The battery status was at bol. Attempt to reset the device was performed, but was not successful; therefore, the device was explanted.

Manufacturer narrative:
(B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.